Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed a control test and received a result of 23 mg/dl. The normal control range was 94-134 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.